Event description:
It was reported that months and months ago, a patient had spasms and bacterial infections. The patient¿s spasms and bacterial infections had gone away. No interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0gmlj, implanted: (B)(6) 2015, product type lead. (B)(4).